Manufacturer narrative:
During an onsite inspection by the olympus technician discussed proper connection techniques with the staff and the troubleshooting was completed. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the customer that the device was exhibiting error code e024 with the endoscope reprocesor, no patient involvement. It was observed during inspection by the olympus technician that there were multiple e024 error messages. The olympus technician removed and reconnected scope connectors and then completed a cycle. After further troubleshooting it was discovered that connectors were not properly connected to the scope and the staff were advised to on the proper use of connector.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported ¿reprocessing was performed with the connecting tube disconnected¿ issue could not be determined, however, it is likely that the user performed device reprocessing without sufficiently connecting the scope to the connecting tube. The event can be detected/prevented by following the instructions for use which state: 5.7 inspecting the connecting tubes and leak test air tube before using the reprocessor, always check that there is no irregularity regarding the following points on the connecting tubes and leak test air tube. All tubes should be free of cracks, breaks, fissures, scratches, or stains. There should be no cracks in the lock levers of connecting tube connectors and leak test air tube connectors. There should be no bends or breaks in the pin of connecting tubes connector and leak test air tube connector. The tube should not be easy to disconnect once connected. If a tube has any irregularity, do not use it and replace with a new one. 6.5 basic operation for reprocessing olympus will continue to monitor field performance for this device.